Manufacturer narrative:
This report is filed may 1, 2014.

Event description:
Per the clinic, the patient developed an infection at the implant site, and was prescribed oral antibiotics (type, dosage and duration not reported) commencing on (B)(6) 2013. On (B)(6) 2013, the patient was hospitalized (duration of hospitalization not reported) and administered IV antibiotics. During hospital stay, the patient underwent a procedure to clean the site. As of (B)(6) 2013, the patient is still receiving IV antibiotics. The device was explanted (B)(6) 2013, and the patient was implanted with a new device in the contralateral ear during the same surgery.

Manufacturer narrative:
(B)(4): implanted device remains.